Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Event or problem - correction "it was reported that a premature sensor expiration occurred." (B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session.